Event description:
After attaching IV piggyback tubing to the capless luer injection site of the pump tubing, the IV piggyback set would begin to disconnect/unscrew itself causing the piggy back contents to leak. In a separate incident, when removing a luer syringe from the capless valve, the blue center of the capless valve became stuck inside.